Event description:
It has been reported to philips that the live monitor did not have a signal. The system was in clinical use. There was no reported patient or user harm. The customer stated that they swapped the live monitor with the reference monitor and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue, happened during a diagnosis treatment, procedure was completed as planned by swapping live signal and reference signal. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿no signal in live monitor¿, because of loose connection in cables and signal converters. The philips engineer swapped live and reference monitors and restarted the system, then whichthe system returned to use in good working order. The codes were updated based on the investigation outcome.